Event description:
It was reported that the device was interogated while still in the original packaging and the elective replacement indicator was activated. The device was returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.